Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed and the reported event could not be replicated or confirmed. Using the installation tool, the tip cover was installed on a monopolar curved scissors instrument, where the tip cover remained securely attached and could only be removed with considerable effort. No product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damages and no functional issues during the product evaluation. The accessory was visually inspected and evaluated for its mechanical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover came loose from the monopolar curved scissors (mcs) and got stuck in the port. There were two tip covers left in the package. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the grounding pad was used, placed on the left thigh on the patient. There were no issues/defects on the grounding pad. There was no energy leak from on the monopolar curved scissors (mcs) instrument. The mcs tip cover accessory appear to be properly installed during the surgical procedure. There was no orange surface visible after the mcs tip cover accessory when installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. There was no electro lube or any other lubricant applied to the mcs instrument prior to the tip cover installation. There was no damage noted to the tip cover. No damage or arching was observed.